Event description:
A complaint of communication and charging issues between the implant, and the external equipment was reported. A boston scientific representative performed troubleshooting and was unable to resolve the issue. Replacement surgery was recommended.

Manufacturer narrative:
The ipg revision surgery will not be performed at this time. The patient has been hospitalized for conditions unrelated to the precision system. This is the final report.